Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, lead noise was noted on the pace/sense portion of the right ventricular lead as well as on the right ventricular coil portion of the competitor lead. Noise resulted in oversensing and was reproduced during in clinic testing. The patient presented in clinic later for a follow up. The suggested programming changes were made. Lead revision was discussed. The patient was stable throughout.

Event description:
New information notes that patient present to the ER due to rv lead noise and questionable loss of capture on the patients most recent home monitoring transmission. At the hospital ER, thresholds were stable, and the device was biv capturing. Isometrics were performed and significant rv lead noise was noted. Patient was light headed due to pacer dependency. Programming changes were made with tachy therapies disabled. The patient was transferred in stable condition to another facility for rv lead extraction and was explanted and replaced on (B)(6) 2019.